Manufacturer narrative:
An investigation was performed and the sinusoidal waveform could not be duplicated. The reboot issue is being fixed in a future revision of software. The t wave shock delivery observation was the result of normal operation under the conditions suspected.

Event description:
The reporter indicated that the following observations were made at an implant: on one induction using t-wave shock under the arrhythmia induction menu under the follow-up menu, the device delivered its pacing burst of 120 ppm but never delivered the 80v shock that was programmed. Returnng from the iegm's (intraelectracardiograms) and disabling the device terminated the pacing. The shock was never delivered.